Manufacturer narrative:
The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). Automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported issue is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no damage was noted to the coil prior to use and the coil was prepared as per the dfu. It is probable that the delivery wire was rotated which may have caused main coil prematurely detached inside patient, but it cannot be confirmed due to unavailability of the product. Therefore; the cause of the reported issue could not be definitively determined. The subject device is unavailable to manufacturer

Event description:
It was reported that during procedure, the coil (subject device) was attempted to be deployed a few times in the aneurysm but unsuccessful. During removal, the coil was prematurely detached inside the microcatheter. Therefore, the subject coil and the microcatheter were removed from outside the body as one unit. The procedure was continued and completed with replaced coil and microcatheter without problem. There were no clinical consequences to the patient due to the reported event.